Event description:
Gambro dasco received a report of a patient who experienced an air embolism while undergoing continuous veno-venous hemodiafiltration on a prisma machine, software version 3.10. The circuit had been running for approximately 84 hrs successfully. The machine generated the "warning: return and access disconnection" alarm. There was no visible disconnection or leakage. The machine then generated the "malfunction: self test failure" alarm and the access and return lines were clamped and disconnected from the permcath, the lumens flushed. The patient became hypotensive and suffered a cardiovascular collapse. The patient received cardio pulmonary resuscitation for two minutes and was intubated. The patient suffered from neurological damage and the family consented to withdraw treatment and the patient later expired.

Manufacturer narrative:
The circuit had been running approximately 84 hrs exceeding the recommended limit of 72 hours. At the request of the hospital, a gambro technician inspected the prisma machine and was able to retrieve the event history. The technician also checked the air bubble detector, the blood leak detector and the pressures and found the machine to be operating per manufacturer's specification. As soon as the "malfunction: self test failure" alarm is activated the prisma machine enters a patient safe state by stopping all pumps and closing the clamps to prevent any air from entering the patient. The hospital is conducting an internal investigation related to their connect/disconnect procedure with the vascular access as there is concern that the air may have been introduced to the patient as a result of this. Gambro is also conducting clinical and technical investigations and those are still in progress. Should the results of either investigation provide additional significant information, a follow-up MDR will be submitted. Gambro does not regard the submission of this report as an admission of liability.